Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 19 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4) = rocking of posterior mitral leaflet. Through follow up with the healthcare provider, it was learned that this device was explanted due to prosthetic valve endocarditis with mitral insufficiency. Per the patient's op report, he has had two previous operations for endocarditis. The first was an aortic valve replacement and mitral valve replacement with bioprosthetic valves. Subsequent to that, he had prosthetic endocarditis of his mitral prosthesis and had a reoperation in approximately (B)(6) 2011. He did well with that but recently began to complaint of shortness of breath and low-grade temperatures. He was placed on antibiotics as an outpatient without cultures. He subsequently presented with heart failure and had an echo showing severe mitral insufficiency with pulmonary pressures in the 90s. There was evidence of rocking of the posterior leaflet. Cardiac catheterization showed no significant coronary disease but confirmed his pulmonary pressures in the 90s. It was decided to proceed with redo-redo-mitral valve replacement. A posterior left atriotomy was used to expose the mitral valve. The valve had a dehisced annulus. The old valve was excised in its entirety as was all prosthetic material. A new edwards bioprosthetic valve was implanted and showed no perivalvular leaks. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Per the patient's op report, he has had a history of 2 previous mitral valve replacements for endocarditis. Unfortunately, the sample device has not been received, therefore, the root cause of this event cannot be confirmed. Please note that this patient also has another event reported in 2011; reference MFR report #2015691-2011-15756.